Manufacturer narrative:
The reported smart stitch perfect passer connector, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual and functional evaluation cannot be performed and customers complaint cannot be confirmed. From the information provided, during a case, used the smart stitch device and when engaging it the jaw fell off. An exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) excessive force applied while manipulating the jaw. An exact root cause cannot be determined with confidence as no product was received for evaluation. The instruction for use (IFU) were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a case, dr. Hutabarat used the smart stitch device and when engaging it the jaw fell off. Jaw did not fall into the patient. Another connector was opened to continue on with the case with a delay of less than five minutes.